Event description:
In 2005, the pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately low. The pt stated he could not speak with the mas when the mas contacted him by phone. A letter was sent to the pt requesting that the pt contact the mas at a time when he was available to speak. The pt said that he obtained a result of 50 mg/dl on the reported meter every day for one week, while he was on vacation. He said he was feeling dizzy and lightheaded after testing. He could not recall the specific times he tested with the meter. He said he was eating candy to increase his blood glucose during this time he called his doctor for advice and was advised to increase his actos medication from 1 pill to 2 (90 mg). No information was provided regarding whether other blood glucose results were obtained on another device during the week. The doctor wrote a prescription for a new meter for the pt so that he could switch to using a new meter for the rest of his vacation. Results obtained on the new meter were not provided. The customer care representative (ccr) was unable to verify results in the meter memory; three dashes(---) appeared, indicating no stored results in the meter memory. The pt reported: the code on the meter matched the test strip code, the test strips were in good condition and not expired or stored incorrectly, and the control solution was not expired. The ccr walked the pt through 2 consecutive control solution tests; both results were 50 mg/dl, which fell outside of range (92-124 mg/dl). The meter, test strips, and control solution were replaced.